Event description:
It was reported that a user of the ilet experienced elevated glucose readings after starting a new sensor; the user verified high glucose with a fingerstick, and there were no infusion set leaks, delivery interruptions, or pump alarms. Symptoms included hyperglycemia. Outcomes included no injury, no emergency treatment, and no hospitalization. Investigation included user interview and troubleshooting education. Investigation of this case revealed no device alarms, no confirmed infusion set issues, and an unclear cause. It was concluded that the event was not confirmed to be device related and the root cause remained indeterminate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.